Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage. The customer did not know the blood glucose reading. The customer stated that she thought there was just a scratch on the display screen but she noted that it moved. She stated that there was a piece of plastic floating inside the insulin pump's liquid crystal display screen. She stated that it appeared to be a water droplet on the screen, but when she tried to wipe it off, it would not come off. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.